Event description:
It was reported that when using the bd pyxis¿ anesthesia station es controlled medication drawer failed to open, even after user attempted recovery steps. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to open. A field service engineer (fse) found that mini drawer 1.2 had failed and could not be recovered. After opening the back panel and using the manual release, the fse was able to push the drawer out, but it still would not open when tested in the application. The fse discovered that the station side plate was making contact with the drawer and causing an obstruction. The side plate was repositioned, and mini drawer 1.2 was tested multiple times in the application with good results. The customer then successfully inventoried the mini drawer with no further issues after the obstruction was cleared. The system functioned as intended after the field service engineer repaired the device.